Manufacturer narrative:
During preventive maintenance, the field support engineer (fse) found that the speaker had been disconnected (by someone at the customer site) and lost. The fse ordered and installed a replacement speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that during preventative maintenance, the device was found missing its external speaker. The device was in use on a patient at the time of the event. There was no adverse event reported.